Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a bolus on an airplane. The blood glucose reading was 129 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.